Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Samples not yet received. Will be forwarded to (B)(4) when received. Samples for similar complaints have been analysed. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. A (B)(4) team has been set up to further investigate this issue. Investigations into this issue by the team have progressed. The ph of the solution has been identified as the primary root cause of this problem. Any accusol product manufactured after (B)(4) 2008 with a ph above 7.3 at final analysis is not released. A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).

Event description:
This is a case, which was reported to baxter (B)(4) on (B)(6) 2008. The complaint was received from a nurse educator at stirling royal infirmary and refers to an incident involving accusol 35 potassium 4mmol 5l(drug) (B)(4) on (B)(4). The reporter states that precipitate noted in pre-dilution line 24 hours after initiation of treatment - milky white in appearance with small particles. Treatment was discontinued. The customer has isolated the piece of tubing containing the affected fluid. This will be collected by the edwards lifescience on (B)(6) and forwarded to plant. No patient injury or medical intervention was reported.